Event description:
Pt underwent cataract surgery and implantation of a staar model aa-4203vf intraocular lens with the power of 22.0 diopter in their left eye. The cornea was good and there were no problems during surgery. Eight months postoperative, the pt underwent a yag-capsulotomy. Twenty-seven months postoperative, the pt was diagnosed with chronic iritis. Uncorrected va was 20/40, corrected va was 20/20. The plate lens was removed and replaced with a pmma lens. Prognosis was good with a lens exchange. One month post-iol exchange the pt's uncorrected va was 20/30 corrected va was 20/20. The surgeon documented that the iritis resolved with the lens exchanged. The pt's vision was improving and prognosis was good. Postop medications prescribed included pred forte (anti-inflammatory steroid) and acular (for treating allergic conjunctivitis).